Event description:
It was reported that the customer has been experiencing high blood glucose levels one day after changing the infusion set. It was also stated that the customer has not received any no delivery alarms. It was stated that the customer has performed a fixed prime, and has seen insulin exit. No bent cannulas were reported. Nothing further was reported at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.